Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device had a service indicator present and had rebooted by itself during a recent event involving a patient. Medical personnel were monitoring the patients vitals at the time of the event. There were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided.